Event description:
It was reported by the patient that the patient had an "incident" and the patient's device did not "kick" in. The patient notes that they were "not good." Follow up information was attempted to be obtained, however, it was not available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.